Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. The returned battery passed visual inspection and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level, and the full charge capacity remained above 2800 mah. Log file analysis revealed the occurrence of multiple premature battery switches, possibly caused by a communication anomaly between the controller and the battery or by the patient's actions. However, this unit performed per specification at the bench. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2016-00810 and 3007042319-2016-00811) submitted for devices related to the same event.

Event description:
It was reported by the vad coordinator that (B)(4) has no power and the controller does not detect the battery and switches to the other port. The battery, (B)(4), has power for approx. 2 hrs. The batteries were replaced. There was no impact to the patient.

Manufacturer narrative:
Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed multiple premature switching events. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. There are no apparent contributing clinical factors to the reported event. The premature switching events were most likely caused by a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.